Event description:
Rep called while meeting with patient (pt) and referenced (B)(6) where pt woke up a couple nights before and was not able to feel stimulation like normal. Rep reports pt contacted them and rep suggested pt call ps at that time. Ps had pt increase intensity on all programs at that time, then determined pt should meet for reprogramming. Pt and rep meeting today, rep reports pt increasing each program but pt still not able to feel stimulation. Rep reports that impedance values with ref electrode 0 are all green and range from 530-600. Rep confirmed that lead select shows both leads present, adaptive stim is off, and stimulation is currently on with group a programs 1 <(>&<)> 2 double guarded anode's with pw 450us, rate 50hz, and intensity 3.0ma which is pt's normal settings for effective stim therapy. Energy usage shows 3.6 days which is consistent with pt's reported recharging sessions. Pt denies any falls or recent procedures around the time that stimulation changed. Rep reports pt's ins currently 100% charged, reporting that pt continued to charge their ins over the last 2 weeks despite not sensing stimulation. Rep reports that pt typically charged 2 times per week for 30-60 minutes, but noted that the week before and over the last 2 weeks had to charge an additional (third) session each week for about 30 minutes, but denies any changes to coupling. Rep confirmed recharging sessions in diaries, and stim usage as 23% 30 day usage, 56% stimulation on since last session, and 0% adaptivestim on since last session. Pt reports having some 'warmth and soreness' at implant site during recharge sessions since implant date, and reports that this sensation has not changed. Technical services (tss) had rep turn off current program, and start new program with alternate cathode and anode on all contacts (0-15) in program 3, setting pw to 450us, rate to 50hz, and slowly increase intensity. Pt denies feeling any stimulation even after intensity reached 15ma. Tss suggested working with managing hcp to obtain imaging of ins/leads for further information.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A response was received from a manufacture's representative regarding patient's complaint. Rep reports pt states no external factors. Woke up one and no longer felt stimulation x-rays showed lead migration down to t11. Originally implanted up in t8. Will contact surgeon¿s office to see about lead revision.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt reported they couldn't feel stimulation since 2 nights ago. Pt noted typically they could feel stimulation at 3.0, but they increased all their programs to 5 and still couldn't feel stimulation. Pt noted they used to recharge their ins three times per week, but now they recharged their ins twice per week. Patient services specialist (pss) confirmed their stimulation was turned on and helped them adjust their intensities for group a/b/c, but they still had no stimulation. Pt added when they laid on their back, they received the most stimulation. Pt noted their controller battery was at 90 and their ins battery was at 70%. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the patient had a return of pain. The patient went on to have leads replaced with a paddle lead. Patient doing well. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2022 explanted: (B)(6) 2023, product type lead product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2022 explanted: (B)(6) 2023, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.